Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, and technical support arranged pump replacement, with no additional outcome information provided. The customer reverted to an alternate method of insulin therapy.